Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole, and it was noted that the pacing lead exhibited high impedance. The lead was capped and replaced, but after the new lead was connected to the device, a loss of capture was exhibited. The implantable pulse generator (ipg) was explanted and replaced. Later that evening, the patient again experienced asystole. It was discovered that there was loss of capture and a rise in thresholds with the new device. The lead was repositioned, but there was still loss of capture. The ipg was then explanted and replaced due to a possible header issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.